Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported death. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient passed away due to a high probability of hypoglycemia while using the omnipod device. The patient was found by firefighters deceased with vomit next to her corpse. The patient reportedly had psychiatric issues and an autopsy was not authorized by the family or medical personnel. The pod was discarded by the firefighters.